Event description:
It was reported to boston scientific corporation that a radial jaw 3 single use biopsy forceps was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, after advancing the forceps down the scope it was noted that the needle was bent. It was reported that no visible damage was noticed to the forceps prior to inserting it into the patient. The procedure was completed with another radial jaw 3 single use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single use biopsy forceps was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, after advancing the forceps down the scope it was noted that the needle was bent. It was reported that no visible damage was noticed to the forceps prior to inserting it into the patient. The procedure was completed with another radial jaw 3 single use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient identifier, patient age, date of birth, gender and weight are unknown. Patient is over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the needle was bent. Functionally, the forceps jaws would open and close despite the bent needle. The condition of the returned incident device was consistent with the complaint that the needle was bent. The directions for use (dfu) document cautions that "application of excessive force to the forceps may damage the device." Therefore, the device was likely used beyond its design limitations. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.